Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet with a cgm, with meter readings reported as ¿high¿ for over 90 minutes and a manual glucose entry of 400 mg/dl, despite confirmed insulin delivery through the infusion set, multiple recent set changes, and later transitioning from a g6 to a g7 sensor due to sensor issues. Symptoms included feeling unsteady. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy use, and no ketone testing. Investigation included customer support troubleshooting and user education, including inspection for infusion set issues, verification of tubing fill and flow, review of meal announcements, and cgm sensor replacement guidance. Investigation of this case revealed that the device was functioning as expected during troubleshooting, with a possible contributing factor of a missed or delayed meal announcement and a cgm data gap. It was concluded that the event was consistent with hyperglycemia of unclear cause with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.